Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was displaying patient since 4/23 and not able to update admission status of 'cancel.' The customer reported that the malfunction occurred while the user trying to pull medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis did not update the admission status of 'cancel.' A technical support specialist remoted into the server, queried for the encounter snapshot, and filtered by the encounter identification. There was no cancel message received by the es server, which is why the station still showed the patient profile. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was displaying patient since 4/23 and not able to update admission status of 'cancel.' The customer reported that the malfunction occurred while the user trying to pull medication. There were no adverse events or injuries reported based on this incident.